Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, hospitalization or prolonged hospitalization, unexpected medical intervention and medication required appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat stenosis in the distal left main (lm) to the mid left anterior descending (mlad). After atherectomy, an unspecified stent was implanted. Post-dilatation was performed with an unspecified non-compliant (nc) abbott balloon; however, a perforation occurred. Therefore 2 covered stents were implanted to cover the perforation. Post-procedure a vasodilator drip was administered and the patient was admitted to the intensive care unit for observation. The patient has since been discharged. No additional information was provided.